Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, september 28, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2330 captures the reportable event of pain.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on unknown date several months ago. Fiducial markers were placed prior to injection. The procedure was performed with local anesthesia. The patient had a little discomfort and within two weeks, there was a small air pocket that got bigger. Over the weekend, the patient wound up in the emergency room with perineal pain and fever. The patient had developed an abscess. The patient has recovered from this event. It was reported that the patient's radiation treatment is ongoing.